Manufacturer narrative:
Unit received unable to perform the displacement due to missing battery tube spring contact noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the spring on the bottom of the battery compartment came off. The insulin pump will be returned for analysis.